Event description:
Brush head broke into pieces - oral-b [device breakage]. Case narrative: consumer e-mail stated that the brush head broke into pieces in their son's mouth. No injury was reported. Follow-up: suspect product updated.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head broke into pieces - oral-b [device breakage]. Case narrative: consumer e-mail stated that the brush head broke into pieces in their son's mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.